Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch report: g4, g7, h3 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (distal m2/m3 territory) occlusion, following the fourth pass made with the 5x33 embotrap ii (et007533/unknown lot #) revascularization device, the m1 vessel which was noted to have been straight originally, was said to have distorted from straight to a c-shape and shortened. There was only a stump of artery visible distal to this, although some perfusion was thought to be seen angiographically. It¿s unclear what occurred (vessel spasm vs dissection), however, the procedure was abandoned at this point as it was not thought wise to carry on. Nimodipine was administered to treat any vessel spasm; however, this did not appear to have any effect 15 minutes later. The patient was said to have had a similar or perhaps marginally worse angiographic result at the end of the procedure. A scan performed on the following day did not demonstrate any hemorrhage. It was last reported that the patient is in the same condition he/she was at baseline. The physician is unclear what happened or what impact the devices had on this. He does wonder if the use of the longer 33mm embotrap ii device played a part, as the larger surface contact may have caused more resistance during the device withdrawal against the vessel. The physician also noted that this was a long case and the patient presented quite unwell. The embotrap ii was used in conjunction with an embovac (unknown product code & lot #) aspiration catheter. The embovac was placed in the ophthalmic internal carotid artery (ica) region and the embotrap was deployed at the m2/m3 vessels (measuring 1.5-2.0 mm in diameter). The physician commented that he did notice the patient¿s anatomy straighten slightly when the devices were in place. He utilized a solumbra technique and undertook three passes with the device with reportedly no issues (in different vessels). He did note that on one of the passes he believes some endothelium may have been present on the device as he ¿washed the device¿. He also stated that he had seen this before with other stent retrievers. Teleconference was held with the reporting physician, (B)(6), on (B)(6) 2020. The meeting minutes are as follows: this was a 61-year-old female patient who presented with a severe middle cerebral artery (mca) stroke with a ¿very high¿ nihss score. Computed tomography (CT) scan showed left internal carotid artery (ica) terminus occlusion with aspects score of 7. He could see a ¿floating thrombus¿, possibly a target sign around the vessel. Intravenous tissue plasminogen activator (tpa) was administered (bridging therapy). Transfemoral approach was used. An 0.071¿ embovac aspiration catheter, headway 21 (microvention) microcatheter, and transcend 14 (stryker) guidewire were utilized in conjunction with the 5x33 embotrap ii for combined approach (solumbra). The initial digital subtraction angiography (dsa) run revealed that this was no longer an ica terminus occlusion; sluggish flow was visualized in the mca territory with distal m2 occlusion observed. After the first or second pass (the physician couldn¿t recall), the physician found evidence of a previous surgery. There were staples and other artefacts throughout the cranium. The m2 segment was ¿slightly spastic, but nothing out of the ordinary¿. The first three passes made with the embotrap resulted in limited reperfusion. There was endothelium on the device (small amount, red clot) after one of the passes. There was no unusual resistance or friction felt during any of the device retrievals. During the fourth pass, the embovac aspiration catheter was a bit higher than the ophthalmic but still in the ica. The embotrap deployed well, but appeared like a sharp curve, flipped ¿l¿ shape, so he took a 90-degree curve. He ¿probably¿ took the microcatheter out. It is unknown if he performed full retrieval or utilized epic technique. The physician did not feel a lot of resistance during retrieval; it ¿felt smooth¿. The embovac was left in the ica vertical while embotrap was left in the m1/m2 horizontal, so pulling the embotrap was not in-line with the embovac. Dsa showed that the m1 vessel was deformed; it took a z-shape and stayed that way. Intrarterial nimodipine 1mg was administered; however, there was no visible effect after 10-15 minutes. The physician performed a super selective contrast injection which showed no flow distal to the stump; ¿almost looked like intussusception or telescoping of the m2¿. The mechanism of what occurred is unclear; ¿probably the unknown head surgery could have a part to play¿. Final/end of procedure mtici score was 0. CT scan performed immediately post-procedure showed some subarachnoid hemorrhage (sah) and contrast staining, but not out of the ordinary considering four passes. CT scan performed 48-hours post-procedure revealed a large infarct and resolving sah. The physician reported that the patient is ¿orientated¿ but plegic on the right-side. Additional event information received on (B)(6) 2020 indicated that the lot number of the embotrap ii device was 20b036av. The patient presented to the first hospital with acute right-sided weakness, aphasia, and new onset atrial fibrillation (nihss score of 20). She received thrombolytic drug treatment, but it was abandoned due to decrease in glasgow coma scale (gcs). The patient was intubated and transferred to charing cross hospital with nihss score of 34 for mechanical thrombectomy of a left carotid terminus occlusion (tici score of 0). The suspected origin of embolism was cardioembolic. There was ¿[very] limited thrombus, only endothelium¿. After further review, it was determined that the patient experienced a flow-limiting dissection with distortion of the mca. There was no unintended movement during the procedure due to patient movement or positioning/deployment of the device. There was also no report of resistance to withdrawal when removing the clot. The device was fully retracted into the intermediate catheter before withdrawal. There were no alleged product malfunctions associated with the embovac catheter (lot # c51240). Tici score was 1 on initial angiography and remained 1 throughout the procedure (overall perfusion diminished post-stent retriever passes). Post-thrombectomy the patient was transferred to the intensive therapy unit (itu). She stayed in the itu for 8 days before being stepped down to hyper-acute stroke unit (hasu). The patient was discharged back to local hospital. She remains aphasic but is alert with weakness in all extremities. Nasogastric tube (ng) tube is in place. She has been noted to have high frequency twitching in her left arm; ¿this could be seizure activity or a tremor¿. Anonymized images are not available for review due to hospital information governance policies. No further information was provided. The device was not returned for analysis and therefore no further investigation can be performed. A review of the manufacturing documentation associated with lot number 20a095av presented no issues during the manufacturing or inspection process that can be related to the reported event. Treatment failure, dissection, and hemorrhage are known potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap ii revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. The device is designed for use in the anterior and posterior neurovasculature in vessels of diameter 1.5mm to 5mm, such as the internal carotid artery, the m1 and m2 segments of the middle cerebral artery, the a1 and a2 segments of the anterior cerebral artery, the basilar, the posterior cerebral and the vertebral arteries. With the amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, clinical and procedural factors including anatomical challenges, vessel characteristics, tortuosity, clot burden, device selection, and mechanical manipulation of devices within the artery are all factors that may have contributed. The dissection was flow altering and appears to have led to sah. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 11-sep-2020 indicated that the lot number of the embotrap ii device was 20b036av. The patient presented to the first hospital with acute right-sided weakness, aphasia, and new onset atrial fibrillation (nihss score of 20). She received thrombolytic drug treatment, but it was abandoned due to decrease in glasgow coma scale (gcs). The patient was intubated and transferred to charing cross hospital with nihss score of 34 for mechanical thrombectomy of a left carotid terminus occlusion (tici score of 0). The suspected origin of embolism was cardioembolic. There was ¿[very] limited thrombus, only endothelium¿. After further review, it was determined that the patient experienced a flow-limiting dissection with distortion of the mca. There was no unintended movement during the procedure due to patient movement or positioning/deployment of the device. There was also no report of resistance to withdrawal when removing the clot. The device was fully retracted into the intermediate catheter before withdrawal. There were no alleged product malfunctions associated with the embovac catheter (lot # c51240). Tici score was 1 on initial angiography and remained 1 throughout the procedure (overall perfusion diminished post-stent retriever passes). Post-thrombectomy the patient was transferred to the intensive therapy unit (itu). She stayed in the itu for 8 days before being stepped down to hyper-acute stroke unit (hasu). The patient was discharged back to local hospital. She remains aphasic but is alert with weakness in all extremities. Nasogastric tube (ng) tube is in place. She has been noted to have high frequency twitching in her left arm; ¿this could be seizure activity or a tremor¿. Anonymized images are not available for review due to hospital information governance policies. No further information was provided. Section h6 ¿ patient codes: based on the additional information received, the patient code "vascular injury" was removed from the file and the code "intracranial artery dissection" was added.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number is not available. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (distal m2/m3 territory) occlusion, following the fourth pass made with the 5x33 embotrap ii (et007533/unknown lot #) revascularization device, the m1 vessel which was noted to have been straight originally, was said to have distorted from straight to a c-shape and shortened. There was only a stump of artery visible distal to this, although some perfusion was thought to be seen angiographically. It¿s unclear what occurred (vessel spasm vs dissection), however, the procedure was abandoned at this point as it was not thought wise to carry on. Nimodipine was administered to treat any vessel spasm; however, this did not appear to have any effect 15 minutes later. The patient was said to have had a similar or perhaps marginally worse angiographic result at the end of the procedure. A scan performed on the following day did not demonstrate any hemorrhage. It was last reported that the patient is in the same condition he/she was at baseline. The physician is unclear what happened or what impact the devices had on this. He does wonder if the use of the longer 33mm embotrap ii device played a part, as the larger surface contact may have caused more resistance during the device withdrawal against the vessel. The physician also noted that this was a long case and the patient presented quite unwell. The embotrap ii was used in conjunction with an embovac (unknown product code & lot #) aspiration catheter. The embovac was placed in the ophthalmic internal carotid artery (ica) region and the embotrap was deployed at the m2/m3 vessels (measuring 1.5-2.0 mm in diameter). The physician commented that he did notice the patient¿s anatomy straighten slightly when the devices were in place. He utilized a solumbra technique and undertook three passes with the device with reportedly no issues (in different vessels). He did note that on one of the passes he believes some endothelium may have been present on the device as he ¿washed the device¿. He also stated that he had seen this before with other stent retrievers. Teleconference was held with the reporting physician. The meeting minutes are as follows: this was a (B)(6)-year-old female patient who presented with a severe middle cerebral artery (mca) stroke with a ¿very high¿ nihss score. Computed tomography (CT) scan showed left internal carotid artery (ica) terminus occlusion with aspects score of 7. He could see a ¿floating thrombus¿, possibly a target sign around the vessel. Intravenous tissue plasminogen activator (tpa) was administered (bridging therapy). Transfemoral approach was used. An 0.071¿ embovac aspiration catheter, headway 21 (microvention) microcatheter, and transcend 14 (stryker) guidewire were utilized in conjunction with the 5x33 embotrap ii for combined approach (solumbra). The initial digital subtraction angiography (dsa) run revealed that this was no longer an ica terminus occlusion; sluggish flow was visualized in the mca territory with distal m2 occlusion observed. After the first or second pass (the physician couldn¿t recall), the physician found evidence of a previous surgery. There were staples and other artefacts throughout the cranium. The m2 segment was ¿slightly spastic, but nothing out of the ordinary¿. The first three passes made with the embotrap resulted in limited reperfusion. There was endothelium on the device (small amount, red clot) after one of the passes. There was no unusual resistance or friction felt during any of the device retrievals. During the fourth pass, the embovac aspiration catheter was a bit higher than the ophthalmic but still in the ica. The embotrap deployed well, but appeared like a sharp curve, flipped ¿l¿ shape, so he took a 90-degree curve. He ¿probably¿ took the microcatheter out. It is unknown if he performed full retrieval or utilized epic technique. The physician did not feel a lot of resistance during retrieval; it ¿felt smooth¿. The embovac was left in the ica vertical while embotrap was left in the m1/m2 horizontal, so pulling the embotrap was not in-line with the embovac. Dsa showed that the m1 vessel was deformed; it took a z-shape and stayed that way. Intrarterial nimodipine 1mg was administered; however, there was no visible effect after 10-15 minutes. The physician performed a super selective contrast injection which showed no flow distal to the stump; ¿almost looked like intussusception or telescoping of the m2¿. The mechanism of what occurred is unclear; ¿probably the unknown head surgery could have a part to play¿. Final/end of procedure mtici score was 0. CT scan performed immediately post-procedure showed some subarachnoid hemorrhage (sah) and contrast staining, but not out of the ordinary considering four passes. CT scan performed 48-hours post-procedure revealed a large infarct and resolving sah. The physician reported that the patient is ¿orientated¿ but plegic on the right-side. No further information was provided. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Treatment failure, vascular injury, and hemorrhage known potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap ii revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. The device is designed for use in the anterior and posterior neurovasculature in vessels of diameter 1.5mm to 5mm, such as the internal carotid artery, the m1 and m2 segments of the middle cerebral artery, the a1 and a2 segments of the anterior cerebral artery, the basilar, the posterior cerebral and the vertebral arteries. With the amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, clinical and procedural factors including anatomical challenges, vessel characteristics, tortuosity, clot burden, device selection, and mechanical manipulation of devices within the artery are all factors that may have contributed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (distal m2/m3 territory) occlusion, following the fourth pass made with the 5x33 embotrap ii (et007533/unknown lot #) revascularization device, the m1 vessel which was noted to have been straight originally, was said to have distorted from straight to a c-shape and shortened. There was only a stump of artery visible distal to this, although some perfusion was thought to be seen angiographically. It¿s unclear what occurred (vessel spasm vs dissection), however, the procedure was abandoned at this point as it was not thought wise to carry on. Nimodipine was administered to treat any vessel spasm; however, this did not appear to have any effect 15 minutes later. The patient was said to have had a similar or perhaps marginally worse angiographic result at the end of the procedure. A scan performed on the following day did not demonstrate any hemorrhage. It was last reported that the patient is in the same condition he/she was at baseline. The physician is unclear what happened or what impact the devices had on this. He does wonder if the use of the longer 33mm embotrap ii device played a part, as the larger surface contact may have caused more resistance during the device withdrawal against the vessel. The physician also noted that this was a long case and the patient presented quite unwell. The embotrap ii was used in conjunction with an embovac (unknown product code & lot #) aspiration catheter. The embovac was placed in the ophthalmic internal carotid artery (ica) region and the embotrap was deployed at the m2/m3 vessels (measuring 1.5-2.0 mm in diameter). The physician commented that he did notice the patient¿s anatomy straighten slightly when the devices were in place. He utilized a solumbra technique and undertook three passes with the device with reportedly no issues (in different vessels). He did note that on one of the passes he believes some endothelium may have been present on the device as he ¿washed the device¿. He also stated that he had seen this before with other stent retrievers. Teleconference was held with the reporting physician. The meeting minutes are as follows: this was a (B)(6)-year-old female patient who presented with a severe middle cerebral artery (mca) stroke with a ¿very high¿ nihss score. Computed tomography (CT) scan showed left internal carotid artery (ica) terminus occlusion with aspects score of 7. He could see a ¿floating thrombus¿, possibly a target sign around the vessel. Intravenous tissue plasminogen activator (tpa) was administered (bridging therapy). Transfemoral approach was used. An 0.071¿ embovac aspiration catheter, headway 21 (microvention) microcatheter, and transcend 14 (stryker) guidewire were utilized in conjunction with the 5x33 embotrap ii for combined approach (solumbra). The initial digital subtraction angiography (dsa) run revealed that this was no longer an ica terminus occlusion; sluggish flow was visualized in the mca territory with distal m2 occlusion observed. After the first or second pass (the physician couldn¿t recall), the physician found evidence of a previous surgery. There were staples and other artefacts throughout the cranium. The m2 segment was ¿slightly spastic, but nothing out of the ordinary¿. The first three passes made with the embotrap resulted in limited reperfusion. There was endothelium on the device (small amount, red clot) after one of the passes. There was no unusual resistance or friction felt during any of the device retrievals. During the fourth pass, the embovac aspiration catheter was a bit higher than the ophthalmic but still in the ica. The embotrap deployed well, but appeared like a sharp curve, flipped ¿l¿ shape, so he took a 90-degree curve. He ¿probably¿ took the microcatheter out. It is unknown if he performed full retrieval or utilized epic technique. The physician did not feel a lot of resistance during retrieval; it ¿felt smooth¿. The embovac was left in the ica vertical while embotrap was left in the m1/m2 horizontal, so pulling the embotrap was not in-line with the embovac. Dsa showed that the m1 vessel was deformed; it took a z-shape and stayed that way. Intrarterial nimodipine 1mg was administered; however, there was no visible effect after 10-15 minutes. The physician performed a super selective contrast injection which showed no flow distal to the stump; ¿almost looked like intussusception or telescoping of the m2¿. The mechanism of what occurred is unclear; ¿probably the unknown head surgery could have a part to play¿. Final/end of procedure mtici score was 0. CT scan performed immediately post-procedure showed some subarachnoid hemorrhage (sah) and contrast staining, but not out of the ordinary considering four passes. CT scan performed 48-hours post-procedure revealed a large infarct and resolving sah. The physician reported that the patient is ¿orientated¿ but plegic on the right-side. No further information was provided.